Manufacturer narrative:
In this case, the reported difficult or delayed activation (clip deployment) and migration (partial clip movement) could not be replicated in a testing environment due to the device¿s return condition (clip had been deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult clip deployment and partial clip movement could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a mean pressure gradient of 3mmhg, posterior prolapsed leaflets, a small mitral valve orifice area (4 square centimeters), small cardiac chambers, and a suboptimal transseptal puncture. A steerable guide catheter (sgc) (41014r1027) and a mitraclip xtw (41212r1016) were inserted. However, due to poor puncture positioning, a 1/2 turn ¿+¿ adjustment of the sgc was required, and after multiple attempts to use the ¿+¿ adjustment, when the angle exceeded 180 degrees, the knob would rebound, requiring manual fixation. While using the mitraclip xtw to address regurgitation in zone 2, after retracting the blue driver knob and gripper up, and retracting the cds handle, the cds handle and clip failed to separate naturally. Troubleshooting was performed. Multiple attempts to separate the cds handle, and clip were made, but was not successful. More force was applied to separate the cds handle and clip. The clip was deployed on the mitral valve. However, after separation, it was observed that part of the prolapse of the posterior leaflet tissue protruded, and clip became oblique (the tip of the clip points to the posterior leaflet), resulting no significant reduction in mr. To stabilize the clip, a second clip, a mitraclip xt was inserted and positioned in zone 1, and grasping was performed. However, the mr was unable to be reduced, and the pressure gradient increased to 5mmhg. After the leaflets were ungrasped the pressure gradient returned to baseline. There were no device issues with the mitraclip xt. The clip was removed from the patient and the procedure was discontinued. The mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Na.